Manufacturer narrative:
.

Event description:
The hcp reported that the pt had increased stiffness in his lower extremities and increased spasticity without relief from high doses of medication. A catheter dye study was attempted, but the hcp was unable to aspirate the catheter access port; an x-ray showed the catheter was coiled, but not kinked and had migrated from thoracic vertebrae 6 to thoracic vertebrae 12 due to pt growth (date not reported). The catheter was found to be severed, and both the pump and catheter were replaced in 2008. The pump was used to deliver compounded baclofen 5000 mcg/ml.